Manufacturer narrative:
(B)(4). Batch # unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after the first several clips deployed successfully, one clip scissored, then subsequent clips did not close completely. Procedure was completed with another device of the same product code. There were no patient consequences reported.